Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing low blood glucose (bg) ranging from 50's-71 mg/dl. Reportedly, the customer believed the pump settings were the cause of bg. Bg was addressed with carbohydrates.